Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Brush heads loosely attaching to the toothbrush [device connection issue]. Brush heads come off when brushing teeth [device breakage]. Consumer contacted via e-mail and stated that the brush heads had been loosely attaching to the toothbrush, and they come off even when he/she was brushing his/her teeth. No injury was reported.